Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was kinked. Fluid was seen exiting the distal tip of the soft cannula. The timing and cause of the damage could not be determined. The bottom and middle batteries were found to have an insufficient change. The device was connected to a power supply, the data was unable to be downloaded to confirmed the occlusion alarm. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 16 mmol/l (288 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks area. A new pod was applied to treat the hyperglycemia. It was reported that the pod generated an occlusion alarm while given a bolus and that the cannula was bent.